Manufacturer narrative:
The device has been discarded and is not available for investigation. Without the return of the device a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a 16" (41 cm) appx 6.3 ml, trifuse add-on set w/2 spiros¿, bag spike, 3 clamps (blue, 2 red), dry spike adapter where it was reported that the rubber scraps fell into the tube during priming. There was no patient involvement, no adverse event/patient harm, and no delay in critical therapy.